Manufacturer narrative:
Duplicate information managed in 2017865-2024-33011.

Event description:
Related manufacturer report number 2017865-2024-33011. Additional information received indicating relation to event previously reported in 2017865-2024-33011. Duplicate information managed in 2017865-2024-33011.

Event description:
It was reported that during a remote follow up, noise was noted on the right atrial (ra) lead. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.